Event description:
During an intervention procedure, two pacific pta balloons were used to treat stenosis of the right sfa. Approximately five months later, the patient underwent revascularization as treatment for restenosis of the right sfa. Patient was treated with one pacific pta device and one in.pact pacific deb. Event was resolved.

Manufacturer narrative:
Evaluation, results, conclusions: known inherent risk of procedure (restenosis).

Event description:
Two pacific pta balloons, three in.pact pacific drug eluting balloons and one scuba stent were used during the previously reported revascularization of the right sfa which occurred approx 12 months post index procedure.